Event description:
Event description boston scientific received information that this atrial lead triggered a lead safety switch to occur. Evaluation of the lead revealed noise with isometrics and pocket manipulation. Technical services was contacted. No adverse patient effects were noted.

Event description:
Boston scientific received information that this atrial lead triggered a lead safety switch to occur. Evaluation of the lead revealed noise with isometrics and pocket manipulation. Technical services was contacted. No adverse patient effects were noted. This pacing system remains implanted. A technical service consultant discussed how to clear the lead safety switch. It was recommended to check the impedances, thresholds and sensing in unipolar and bipolar configurations. All measurements were with in normal limits except the impedance in bipolar configuration, which would not register anything. Since the patient paced less than 20% in the atrium and the lead worked well in unipolar configuration, the decision was made to leave the atrial lead as unipolar with atr turned off so no more mode switching would occur due to the noisy lead. Additional information indicated the lead was surgically abandoned due to noise and low pacing impedance measurements of 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information is received, this event will be updated.

Event description:
Additional information indicated that this lead was surgically abandoned due to low pacing impedances less than 100 ohms in bipolar configuration and 200 ohms in unipolar configuration, and noise. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.